Manufacturer narrative:
Per the instructions for use, device malposition and valve regurgitation requiring intervention are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, per report, the 80:20 aortic deployment was attributed to the loss of pacing capture which subsequently pushed the valve aortic. The operator was unable to deploy the second the valve past the point of the first valve, which most likely prevented the pvl from being reduced. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transfemoral tavr procedure, a 26mm sapien valve was positioned in a 50:50 position, however, during deployment the valve shifted and was deployed in an 80:20 aortic position, which resulted in mild-moderate paravalvular leak (pvl). During the hospitalization the pvl progressed to moderate-severe and the patient developed central ai. After an unsuccessful attempt to plug the pvl, a decision was made to deploy a second valve lower. The second valve was positioned 40% lower than the ventricular edge of the existing sapien valve, however, during deployment, pacing capture was lost and the delivery system/valve were ejected from the annulus, partially into aorta. The second valve remained on the delivery balloon so while it was still partially inflated, the physician was able to re-establish pacing capture and position the valve within the annulus at the same level as the initial valve. After deployment, the pvl remained unchanged and the central was reduced to trace. The valve was post-dilated with an additional cc of fluid but there was no significant improvement in pvl. The decision was then made to deploy a third valve. The third 26mm sapien valve was placed 40% lower than the margin of the lowest existing sapien valve and was deployed 30-40% below margin of the lowest sapien valve in the annulus as intended. Although the pvl had markedly improved, it was still graded as moderate. The patient's diastolic pressure improved; the groin was surgically closed and patient was extubated and transferred to the sicu without incident. Note: this report pertains to the second sapien valve deployed. The 80:20 aortic position and subsequent pvl was attributed to the loss of capture during deployment. Per report, the aortic valve and root were moderately calcified, the ejection fraction was 50% and the patient did not have severe ventricular septal hypertrophy. Additionally, both the image intensifier angle and the coaxial alignment of the delivery system and valve were noted to be good, ventilation was held and there was loss of pacing capture during valve deployment.